Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.